Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain in the implant site while bending and the implantable cardiac monitor (icm) moved from the original implant site. The device is still in use. No further patient complications have been reported as a result of this event.